Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a nuclear medicine scan of her lungs 5 years ago that she attributed the current pain to because patient left therapy on. Patient advised to follow up with healthcare professional. No further symptoms/complications reported/anticipated. [Omitted information regarding patient's current device with kidney pain and kidney infection can be found in pe (B)(4)].